Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of "multiple colonic polyps", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 6ml of harmonyca lidocaine. Approximately one month later, the patient received touch-up injections with 1.4ml of harmonyca lidocaine. Approximately four and a half months post last injections, the patient experienced non device related ¿multiple colonic polyps" and was hospitalized. The event resolved the following the next month. Approximately two weeks after the last the event started, the patient experienced non device related ¿respiratory tract infection.¿ that same day, the patient was treated with levofloxacin hydrochloride tablets, doxofylline injection, ambroxol hydrochloride injection, erythromycin lactobionate for injection, suhuang zhi ke capsules (suhuang cough-relief capsules), ceftriaxone sodium for injection, and sterile water for injection. The event was resolved four days later. Two weeks later, the patient experienced non device related ¿helicobacter pylori infection.¿ the following day, the treated with carbazochrome sodium sulfonate, octreotide acetate injection, compound sodium chloride injection, and acid violet 7b. One week later, the patient was treated with esomeprazole magnesium enteric-coated tablets, compound azintamide enteric-coated tablets, and almagate suspension. The event of helicobacter pylori infection is ongoing. This record is for the 1st injection of harmonyca lidocaine.